Event description:
It was reported that the customer experienced a high blood glucose level, with the highest recorded at 225 mg/dl from a continuous glucose monitor and confirmed with a blood glucose meter reading of 240 mg/dl. The customer took corrective action by administering a correction bolus via the pump. An issue was identified due to a user error during the insulin loading process, where there was an empty space in the cartridge. Technical support assisted the customer in resolving the issue by guiding them on filling the tubing correctly to eliminate air gaps, ensuring proper insulin delivery. The customer was educated on maintaining correct cartridge and tubing procedures and resumed insulin therapy without further complications.